Event description:
The customer reported that the ventilator alarmed with data acquisition/ printed circuit board assembly/ analog digital converter (da pcba adc) failed vent inop occurrences. The customer reported there was no patient involvement.